Event description:
It was reported that a patient presented in-clinic for a routine generator change and right ventricular (rv) lead revision procedure. Prior examination of the rv lead revealed signal artifact and rv lead insulation damage. The rv lead was capped and replaced on (B)(6) 2022. The patient was stable throughout.